Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was a vacuum problem. "The sampling is not filling the tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 20 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill . Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was a vacuum problem. "The sampling is not filling the tube."

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was a vacuum problem. "The sampling is not filling the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1253885 d.4. Medical device expiration date: 2023-01-31 h.4. Device manufacture date: 2021-09-10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was a vacuum problem. "The sampling is not filling the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes, d9: returned to manufacturer on: 18-may-2022 h6: investigation summary bd received 6 samples from lot 1253885. The 6 returned samples were functionally tested and the indicated failure of underfill was not observed as as all 6 tubes drew within specification. Additionally, 20 retained samples (batch:1342450) were functionally tested with no issue relating to underfill being observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.